Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that pump unexpectedly shutdown. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.